Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited incompatible scope error code (e315) which meant scope detection had failed. The event occurred during inspection for use. There were no reports of patient harm.